Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 7 devices were evaluated in the field and the issue was confirmed; 4 devices had broken/damaged components, 1 device had a hydraulic leak, 1 device was worn, and 1 device had an alignment issue. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, where it was reported the device drifted. There was one event with patient involvement; there were no adverse consequences.